Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. During evaluation it was identified the mechanism, ultrasonic sensor, and processor printed circuit board (pcb) installed in device serial number (B)(4) did not match the ultrasonic sensor, mechanism, or processor pcb recorded on the device history record (DHR). The device serial number written on the mechanism identified the mechanism as belonging to serial number (B)(4). Review of the service history record for serial number (B)(4) confirmed the ultrasonic sensor installed in serial number (B)(4) was originally installed in serial number (B)(4). The internal serial number identified the processor pcb as belonging to serial number (B)(4). Review of the DHR for serial number (B)(4) confirmed processor pcb, currently installed in serial number (B)(4), was originally installed in serial number (B)(4). These are an indication that the mechanism, ultrasonic sensor, and processor pcb were swapped by the customer and were installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited. The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering/unauthorized service was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.